Event description:
It was reported that an arteriotomy closure of the mildly calcified and mildly tortuous left common femoral artery was attempted using a proglide device after a percutaneous transluminal angioplasty and stenting interventional procedure. Reportedly, the suture attached at the back wall of the subintimal layer and closed the artery. It was discovered immediately and surgically repaired. Angiograms taken during the procedure showed a dissection of the external iliac artery. Reportedly, the dissection was not caused by the proglide device. There was no reported adverse patient sequela. The cath lab technician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4): failure to follow steps/instructions - the suture attached to the back wall of the vessel. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. It was reported that the suture attached at the back wall of the subintimal layer and closed the artery. The proglide instructions for use states, the user should use a single wall puncture technique. Do not puncture the posterior wall of the artery. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.